Event description:
It was reported that the ilet bionic pancreas displayed an occlusion alert while the user was on a 6 mm, 23 in infusion set and the user¿s blood glucose was 353 mg/dl, consistent with hyperglycemia; the user changed the infusion set and tubing per troubleshooting guidance, dismissed the alert, and planned follow-up to confirm glucose decline. Symptoms included elevated blood glucose. Outcomes included temporary impaired device function that prompted supply replacement. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the alert indicated pressure in the infusion pathway and resolved after a full set change, which is consistent with an intermittent occlusion. It was concluded that the event was attributable to an occlusion in the infusion system with resultant hyperglycemia that resolved after replacement of supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.